Event description:
The customer states that their welch allyn propaq cs monitor was turning off during pt monitoring. No audible or visual alarms appeared prior to shutdown. The customer states that nothing happened to the pt as a result of this event. A1: the customer did not provide any pt info.

Manufacturer narrative:
The customer has indicated that they will not be sending the device back and will be having a third party service it. If we obtain further info from the customer, we will provide it in a supplemental MDR.